Event description:
It was reported that an asymptomatic patient presented in the operating room during a normal device changeout, the pulse generator exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed backup operation. The device was exposed to electrocautery during explant procedure. Electrical test indicated that the deivce was operating in elective replacement indicator. Analysis confirmed normal battery depletion.